Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. The patient's blood glucose levels rose from 109 mg/dl to over 690 mg/dl (overnight) while wearing the pod between 36 and 48 hours. Symptoms reported include high ketones. The pod was removed at the hospital and patient was treated with intravenous fluids and 5 units of insulin; another 5 units of insulin was given 40-45 minutes later. The patient was released after spending about 4 hours in the ER.